Manufacturer narrative:
. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt (visual inspection) no anomaly such as damage was found. The actual device was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. The fiber layer was removed gradually, and visual inspection of the gas transfer part was performed. Formation of blood clots was found. No anomaly was found in the condition of fiber winding. The outer cylinder was removed from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. Formation of blood clots was found on the heat exchanger. Electron microscopic inspection of the fiber was performed. Adhesion of blood cell components such as red blood cells and white blood cells and formation of a fibrin net were observed. The manufacturing record and the shipping inspection record of the actual sample no anomaly was found. Past complaint file of the involved product code/lot# no other similar report was found. According to the investigation result, no anomaly was found in the manufacturing records of the actual device. It was not possible to clarify the cause of the blood clot formation from the investigation of the actual device. Relevant IFU reference: the IFU (capiox fx15) indicates as follows regarding the blood clot formation. Do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the event that seemed to be cold coagulation occurred in the competitor's myocardial protection circuit. Blood clot adhered in the oxygenator as well. A significant pressure increase or gas exchange failure was not found. The procedure outcome was not reported. There was no harm to the patient reported.